Event description:
It was reported that the customer experienced high blood glucose levels for the last 2 weeks and that the insulin pump alarmed button error. The blood glucose reading was 197 mg/dl. The customer complained of grogginess and treated with a bolus of 2.4 units of insulin. The customer observed a crack in the device's display screen. He stated that since he received the button error alarm, he had experienced high blood glucose readings. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.